Event description:
Third revision surgery - due to the patient dislocating. Reference first revision: date of surgery (B)(6) 2012, (B)(6). Second revision: date of surgery (B)(6) 2013, (B)(6).

Manufacturer narrative:
The reason for revision surgery was identified as dislocation after 8.5 months of patient use. The products associated with this event were not returned for examination. There is no information reported about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. A review of the DHR showed two ncmrs associated with this product. This is the (B)(4) complaint for the part number, first for this lot. The root cause for dislocation could not be determined with confidence. The revision surgery was completed successfully. There are no indications of a product or process issue affecting implant safety or effectiveness.